Event description:
During coil placement, the zipper of the dcs orbit coil was out of order. The coil was inspected prior to use. The tab was held and the zipper slid distally to the stopper without difficulty. There was no resistance encountered during advancing/placement of the coil. Continuous flush was maintained within the mc. The coil was removed from the mc and the procedure was completed successfully. There were no reported patient complications.